Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported blood leak could not be confirmed during the evaluation of (B)(6). The pump was returned assembled with the pump cable intact. The cuff lock was in the default position and no apical cuff was returned. The initial visual inspection of the cuff lock noted that the latch arm had become bent out of plane with the rest of the lock and was tilted forward. The clear sealing ring that seals the interface between the pump and the apical cuff appeared unremarkable. After cleaning, visual inspection of the returned components under a microscope did not reveal any anomalies that would have contributed to the reported leak. Dimensional analysis of the sealing ring and motor cap found the components to be within manufacturing specification. The diameters of the two locking arms were found to be larger than the specification. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. Although the exact time that the cuff lock latch and locking arms became bent could not be determined, the damage could have occurred during the repeated cycling of the lock while troubleshooting the reported blood leak. The lock was reassembled and was found to slide between the fully open and lock-out positions as expected. The lock could not be forced to close without an apical cuff in place. Test apical cuff hardware was placed into the lock and the cuff lock engaged without difficulty. The lock appeared to be correctly seated. Forcing the cuff hardware to rotate appeared to require the expected amount of resistance and did not feel easier than normal. The cuff lock could not be pulled open without use of a tool. There did not appear to be any effect on locking caused by the deformation of the latch arm. The cuff lock was determined to be functioning as intended. The returned components were provided to r&d engineering for further analysis and characterization of the dimensions. The sealing ring and the motor cap that the sealing ring is seated on were again determined to be within specifications. Although the specific root cause of the reported blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Heartmate 3 mini apical cuff kit IFU, in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported blood leak could not be confirmed during the evaluation of (B)(6). The pump was returned assembled with the pump cable intact. The cuff lock was in the default position and no apical cuff was returned. The initial visual inspection of the cuff lock noted that the latch arm had become bent out of plane with the rest of the lock and was tilted forward. The clear sealing ring that seals the interface between the pump and the apical cuff appeared unremarkable. After cleaning, visual inspection of the returned components under a microscope did not reveal any anomalies that would have contributed to the reported leak. Dimensional analysis of the sealing ring and motor cap found the components to be within manufacturing specification. The diameters of the two locking arms were found to be larger than the specification. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. Although the exact time that the cuff lock latch and locking arms became bent could not be determined, the damage could have occurred during the repeated cycling of the lock while troubleshooting the reported blood leak. The lock was reassembled and was found to slide between the fully open and lock-out positions as expected. The lock could not be forced to close without an apical cuff in place. Test apical cuff hardware was placed into the lock and the cuff lock engaged without difficulty. The lock appeared to be correctly seated. Forcing the cuff hardware to rotate appeared to require the expected amount of resistance and did not feel easier than normal. The cuff lock could not be pulled open without use of a tool. There did not appear to be any effect on locking caused by the deformation of the latch arm. The cuff lock was determined to be functioning as intended. The returned components were provided to r&d engineering for further analysis and characterization of the dimensions. The sealing ring and the motor cap that the sealing ring is seated on were again determined to be within specifications. Although the specific root cause of the reported blood leak could not be determined, a corrective action has been opened to further investigate leaks at the pump/cuff connection. The relevant sections of the device history records were reviewed, including the cuff lock installation and inspection, and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Bleeding is listed as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Heartmate 3 mini apical cuff kit IFU in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that bleeding noted during the implant, the pump was removed, and a new pump was implanted, and no bleeding was noted thereon out. The site of bleeding was in between the inflow cannula and apical cuff. The first pump had to be replaced because of malfunction; despite locking in place into the sewing ring, it was not seated and was leaking. After multiple attempts, to re-engage and turn it was replaced and the new pump locked in place right away with good hemostasis. The bleeding resolved once the pump was removed and a new one was used.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.